Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating and health sight viewer displayed download delayed message. A technical support specialist logged into station, updated windows time service configuration per knowledge article (ka) "how to adjust station ntp server settings" and confirmed with customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was not communicating and download delayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.